Event description:
It was reported that during unpacking of the device, a compromised sterile package barrier was noted. The quantum maverick otw balloon catheter box as well as the pouch containing the device were both damaged. No patient contact. Procedure was completed with another quantum maverick otw balloon catheter.